Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific japan reported device in safe mode. ECG showed oversensing. Patient underwent aortic stenosis and mitral valve replacement. A temporary pacemaker was inserted but the patient died. Cause of death is unknown. Should additional information be received, this file will be updated.